Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead varies greatly and at one point was more than 125 ohms. As a result, further testing was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that a defibrillation threshold (dft) test was performed and all measurements were appropriate. As a result, the lead remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.